Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5. Additionally, to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to fluid invasion on the subject device. However, a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user tried another scope and the error message was only received one time. The sockets were cleaned with compressed air and the scopes were in the washer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00195 the device was returned and the evaluation found leak from the right/left knob. Leaking between the control knobs. Crack on the bending section rubber and the crack on the probe cover. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that e216 error message was produced when using colonovideoscope during a diagnostic colonoscopy procedure and the screen blacked out when the scope was at the level of cecum. As a result, the scope was removed, and procedure restarted, that doubled the procedure and the sedation time. The procedure was completed with another scope without adverse impact to the patient. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There was no other medical intervention/treatment undertaken because of the reported problem. No patient harm was reported.